Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on 06/22/2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the keypad buttons have had a delayed response. The family member reported that it started last week with the ok button but now up and down buttons are delayed as well. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.